Event description:
The core universal driver was sent for analysis because it would not stop running when the trigger is released. There was o pt involvement, no adverse event was associated with the device.